Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) does not communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor does not communicate with a belt) was confirmed. As received, the monitor did not communicate with an electrode belt. Upon investigation, the belt receptacle was broken free from the case and the white hv wire was cut. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.